Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection of the returned product found white foam debris, black porous coating debris/smudges, blister damage, pouch damage. Sterility has been breached as damage was observed on both the blister and the pouch. Device history record was reviewed and no discrepancies relevant to the reported event were found. White foam debris, black porous coating debris, blister damage, pouch damage: the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor questions the integrity of the sterile packaging of the stems. Upon initial inspection, it was found that the stem had punctured through the sterile pouch, potentially compromising the sterility of the device. No adverse consequences have been reported. The device was not used in surgery. Attempts have been made and additional information on the reported event is unavailable at this time.